Event description:
It was reported that the right atrial (ra) lead was explanted and replaced due to dislodgement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. Concomitant medical products: 6947 implantable tachy lead: (B)(6) 2012. A 4196 implantable pacing lead: (B)(6) 2012. (B)(4).